Event description:
It was reported that during a procedure for treatment, the esophageal stent was implanted in the pt in 2004, and got good recovery, but it expelled from the pt the following month. There were no pt injuries or complications and no additional intervention was required.